Event description:
It was reported a patient presented with syncope due to the atrial lead having oversensing noise and pacing inhibition. The atrial lead was explanted and replaced in a procedure on (B)(6) 2023. Post-procedure the patient was stable.